Event description:
It was reported that implantable cardioverter defibrillator (ICD) was interrogated prior to use and a grey bar for battery longevity estimator was received. The device was reinterrogated one week later and a grey bar was again received. Technical services instructed the representative not to implant the device. The device was not used. There was no patient involvement.